Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. During the call, patient's receiver was displaying readings and working properly. Patient's mother stated that they performed a reset including: disabling (B)(6), swipe close application, reset the smart device, enable (B)(6), and re-open application, which was unsuccessful. Dexcom representative advised patient's mother to generate clarity code to view data. Patient's mother declined upgrading her g4 w/share receiver to g5 system; she is very unhappy with the g5 connection and wants to go back to g4 transmitters. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.